Manufacturer narrative:
Additional information: h3, h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was visually inspected and showed the female connector was separated from the main body. The reported separation between the female connector and main body was verified. The cause of the separation could not be determined. The reported connection issue at the female connector was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap extended life pd transfer set was "too tight" to disconnect from the ultrabag which resulted in separation between the female connector and mainbody of the twist clamp. This occurred during use on a patient for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.